Event description:
Bd angio being placed in healthy donor with tough skin. Plastic cath apparently sheared away from needle during venipuncture and bent but did not break off. Pt complained of excess pain and cath was immediately removed. Potential for plastic embolism appears increased with these IV catheters.